Manufacturer narrative:
Physio-control supplied troubleshooting assistance, and parts info to customer for repair.

Event description:
According to the reporter, the device does not turn on. The on button lights up for a bit, but then goes out. There was no pt associated with the report.